Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on (B)(6) 2015 and revised on (B)(6) 2020 due to implant fracture. Review of received data: x-rays: x-rays taken on (B)(6) 2020 (shortly before revision of the revitan stem) and on (B)(6) 2020 (after revision of the revitan stem) were received as photographs of a computer screen. Pelvis overview, ap view and second view, (B)(6) 2020: all three x-rays exhibit an inhomogeneous bone structure around the proximal part of the stem when compared to the bone structure around the distal stem part. The pelvis overview and the ap view show a fracture of the connection pin of the revitan stem. The proximal part of the stem is slightly tilted medially and its distal end is shifted laterally. Gaps bordered by a sclerotic line on the bone side can be observed along the medial side of the proximal stem part and along the proximal two thirds of the lateral side of the proximal stem part. An abnormal formation of bone (heterotopic ossifications) can be seen above the trochanter major and anteromedial of the stem neck without bridging contact to the pelvis. The trochanter minor portion is tilted and osseously held in a malposition with a significant ossification in the os ischium direction. In the lower half of the distal stem part, two intact cerclage wires are visible. The x-ray taken on (B)(6) 2020 shows the situation after the revision of the revitan stem. Implantation report of (B)(6) 2015: indication: the patient had recently undergone a procedure to place a long gamma nail due to a pertrochanteric femoral fracture. The postoperative radiographs had already shown that the nail had been inserted in strong extension and the fracture ends had only marginal contact with each other. The postoperative CT check had shown a partial bone contact, so that in consultation with the patient after careful explanation the attempt of further mobilization and rehabilitation was started. A cutting out of the femoral neck screw occurred with considerable complaints, therefore, together with the patient, the indication for a revision endoprosthesis was made. Procedure: the gamma nail with the already loosened neck screw are removed without problems. The acetabulum is prepared and an allofit shell size 64/oo is placed which finds excellent hold in the acetabulum. A neutral durasul alpha insert size 64/oo is placed and the leg is repositioned. The femur is prepared step by step up to a thickness of 18 mm and the diaphysis is secured with 2 cerclages. A trial stem is implanted and the hip is reduced. There is a clear pumping phenomenon and a risk of dislocation. The trial components are removed and a stem size 18/200 is assembled with a proximal stem part size 75 and an xl head. The trial components are inserted and the hip is reduced. There is no dislocation tendency and no pumping phenomenon. The trial components are removed again and jet lavage of the medullary canal is performed. The final prosthesis is assembled ex situ and is stably implanted. A durasul head size 36 m is impacted on the stem and the hip prosthesis is reduced. Revision report of (B)(6) 2020: diagnosis: fracture of a modular hip stem, right hip. Procedure: the hip is dislocated. First the head is removed and subsequently, after removal of some bone from the trochanter major region, the fractured proximal part of the prosthesis can be removed without difficulty. After a fluoroscopic check, a longitudinal cut is made in the femur until the trochanter major and a bone flap approximately 5 x 1.5 cm in size is sawed at the level of the proximal stem part at the transition to the fins. The bone flap is detached and a bore hole is made in the stem proximally. Using this bore hole it is tried to knock out the stem. This is not successful so further preparation is performed towards distal. The two cable cerclages are cut and a protective cerclage is placed distally. The bone is split until the tip of the prosthesis. After further chiseling the stem can finally be knocked out. The further section of the revision report describes the steps to prepare the femur and implant a mp modular stem and a metallic head. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The posterolateral side of the proximal and distal fracture surfaces is slightly polished. Within this slightly polished area and along the anterolateral edge of both fracture surfaces some dark discolorations can be seen. In addition, polished areas can be noticed on the medial side of both fracture surfaces. On the distal fracture surface some scratches can be observed. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be seen on the taper, neck region and anchoring surface. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, fretting and corrosion. Adjacent to the stripe joins the blasted area. On the latter there is a small polished area on the posterior side. Revision damage in the form of coarse scratches, instrument marks and a bore hole can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible in the finned region of the anchoring surface. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2015 and revised approximately 5 years and 1 month later due to a fracture of the stem at the connection pin. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an approximately half circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed in the finned region of the distal stem part but not on the proximal part. The revision report describes that the fractured proximal part of the stem could be removed without difficulty after removal of some bone from the trochanter major region. The distal part of the stem could be removed after several procedures (bone flap, femur splitting, chiseling of the stem). In agreement, the x-rays taken on (B)(6) 2020, shortly before revision of the stem, showed that when compared to the bone structure around the distal stem part, the bone structure around the proximal part of the stem is inhomogeneous. In addition, gaps bordered on the bone side by a sclerotic line can be observed along the medial and lateral side of the proximal stem part. As the complete x-ray follow-up is not at hand, the bone situation around the revitan stem from immediately after the implantation and how it developed over time in vivo stays unknown. If the proximal bone support was missing immediately after implantation and throughout the entire time in vivo it can be assumed that this, in combination with other factors, e.g. The surface changes observed on the connection pin, could have contributed to the fracture. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem. At the time of implantation in (B)(6) 2015 this was not known and respective guidance could not be provided to the surgeon. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Additional information which was received on jun 19, 2020. D11: medical product: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; catalog#: 0100402075; lot#: 2789085. The manufacturer received x-rays, other source documents (surgical reports,x-rays) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to implant fracture.

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; item# 0100402075; lot# unknown; allofit-s alloclassic, shell with polar screw plug, uncemented, 64/oo; item# 4271; lot#unknown; durasul head hip impl win gen; item# unknown; lot# unknown; alpha inlay; item#unknown; lot# unknown. The manufacturer did not receive x-rays, or other source documents for review.the manufacturer did not yet receive the device, however it is indicated by complainant that it will be returned for investigation.as no lot number w as provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained f rom the information provided. As soon as supplemental information becomes available an updated report w ill be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to implant fracture.